Manufacturer narrative:
D9: "09-jul-2024." H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history review identified that this is the first time the device has been in for service. Functional testing was able to duplicate the customer reported issue. The investigation cannot determine the cause as no specific part damage found except top housing. The speaker was replaced as a preventative measure. Following the speaker replacement, the device passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a device primary audible alarm bgnd test and acu watchdog failure. There was unknown patient involvement and unknown harm/adverse event was reported.